Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient presented at emergency room with no pacing, no sensing and no capture in the ventricle. The device was explanted and replaced. The next day, the rv lead had an impedance shift and the physician opted to remove the lead and replace it with a new lead. No patient complications have been reported as a result of this event.